Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient desaturation event occurred on (B)(6) 2018 at 10:38 am and the event lasted more than 15 minutes with the o2 saturation value being below 90. The patient was blue when found and required intubation. The staff said they did not hear alarms for the event. The device was in use monitoring patients.

Manufacturer narrative:
Alarm audit logs were obtained from the customer biomedical engineer (biomed), and were reviewed by a philips complaint investigator (ci). The audit log was reviewed for the time reported. Multiple spo2 alarms were seen to have occurred when the spo2 dropped below the set limit for low spo2, which was configured to <90. Desat alarms were also seen multiple times, when the desat limit was met, which was configured to <80. The alarms were seen to have been silenced for the spo2 and desat alarms at both the bedside monitor (micu4), and the pic ix (pmcmmicusurv03). A review of the review alarm screen images verified the information found in the pic ix alarm audit logs. Information was provided to the customer using the clinical audit logs showing that the alarms were annunciated and silenced by the users. There was no product malfunction. The device remains at the customer site. No further investigation is warranted at this time.